Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective, and/or preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during a deformity case, two (2) pieces of the viper2 final tightener became defective. The tip was defective and unable to lock the screw. There was a surgical delay of thirty (30) minutes. The procedure was successfully completed with a new set. There was no patient consequence. This report is for one (1) viper2 final tightener driver. This is report 1 of 2 for (B)(4).